Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, stained end cap sticker, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window and loose/protruded drive support disk.

Event description:
It was reported via phone call that the insulin pump was damaged and had discoloration near dome label. The customer stated the discoloration was a burnt color, was unsure if the battery is burning or causing this. The customer's blood glucose was unknown. Advised customer to discontinue use of the insulin pump and revert to back-up plan.